Event description:
Customer reported being hospitalized due to dka and respiratory complications. Customer mentioned that found an e-21 in alarm history. Stated that md and endocrinologist do not want customer to go back on a pump. Customer has reverted back to manual injection.